Event description:
The article, "a frightening complication after tavi with portico valve: a case report of a ¿frozen¿ leaflet stuck in the opened position", was reviewed. The article presented a case study of an 83-year-old female patient with effort angina, dyspnea, and severe aortic valve stenosis. It was reported that on an unknown date, a 25mm portico valve was chosen for implant. It was stated a pre-dilatation was performed with a 20/40 non-abbott balloon. The portico valve implant depth from the non-coronary cusp was 9mm and after valve release, severe intraprosthetic or central regurgitation was noted. Transesophageal echocardiography (tee) noted severe hypomobility of the cusp facing the right coronary valsalva sinus. Several attempts were made to restore the leaflet's mobility by manipulating coronary and pigtail catheters but were unsuccessful. A decision was made to perform two post-dilatations with a 20/40 non-abbott balloon and cusp mobility was restored. It was also noted the patient remained hemodynamically stable throughout the procedure. The patient status was reported stable and asymptomatic. [The primary and corresponding author was antonio pierro, ospedale san timoteo, viale s. Francesco, 1, 86039 termoli cb, italy, with corresponding email: antoniopierro.rad@gmail.com].

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "a frightening complication after tavi with portico valve: a case report of a ¿frozen¿ leaflet stuck in the opened position" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, a frightening complication after tavi with portico valve: a case report of a ¿frozen¿ leaflet stuck in the opened position. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on imaging received the cause of incomplete coaptation may have been due to implant depth of the valve(deeper than intended) but could not be conclusively determined. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "a frightening complication after tavi with portico valve: a case report of a ¿frozen¿ leaflet stuck in the opened position"